Event description:
It was reported that a patient enrolled in the clinical trial for treatment of de novo coronary artery lesions underwent a percutaneous coronary intervention (pci) to treat a significant 85% stenosis of the proximal left anterior descending (lad) artery. The lesion was balloon pre-dilated, followed by the advancement of an intravascular ultrasound (ivus) catheter into the lad. After ivus catheter insertion, the patient complained of chest pain; however, it subsided rapidly. A drug eluding stent (des) was deployed across the target lesion. An ivus post run was performed followed by serial balloon inflations (3) with a different balloon. A third ivus run was performed to interrogate the mid lad lesion, followed by a balloon pre-dilation and a fourth ivus run. Another des was placed in the mid lad lesion (75% stenosis), dovetailing the proximal stent and thus stabilizing the vessel. Favorable angiographic and ivus images were obtained post stent deployment. The patient was discharged the following day. Procedure notes indicate ivus revealed a significant plaque disruption just distal to the first stented segment, therefore decided to place a second stent. Ivus was not the reason for the occlusive complication, according to the treating site. Same as MFR report #2134265-2009-07232.

Event description:
It was reported that a pt enrolled in the clinical trial for treatment of de novo coronary artery lesions underwent a percutaneous coronary intervention (pci) to treat a significant 85% stenosis of the proximal left anterior descending (lad) artery. The lesion was balloon pre-dilated, followed by the advancement of an intravascular ultrasound (ivus) catheter into the lad. After ivus catheter insertion, the pt complained of chest pain; however, it subsided rapidly. A drug eluding stent (des) was deployed across the target lesion. An ivus post run was performed followed by serial balloon inflations (3) with a different balloon. A third ivus run was performed to interrogate the mid lad lesion, followed by a balloon pre-dilation and a fourth ivus run. Another des was placed in the mid lad lesion (75% stenosis), dovetailing the proximal stent and thus, stabilizing the vessel. Favorable angiographic and ivus images were obtained post stent deployment. The pt was discharged the following day. Procedure notes indicates ivus revealed a significant plaque disruption just distal to the first stented segment, therefore decided to place a second stent. Ivus was not the reason for the occlusive complication, according to the treating site. Same as MFR report # 2134265-2009-07232.

Manufacturer narrative:
A ship history was performed to identify the device likely utilized in this procedure. Review of the ship history identified 3 potential lots. The device history record (DHR) and similar complaints were reviewed for these lots and no issues were identified related to the reported event. A review of the device labeling and directions for use (dfu) contains the following complications: the risks and discomforts involved in vascular imaging include those associated with all catheterization procedures. These risks or discomforts may occur at any time with varying frequency or severity. Additionally, these complications may necessitate additional medical treatment including surgical intervention and, in rare instances, result in death. Vessel occlusion and abrupt closure. The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use. The product was not returned to the manufacturer for evaluation as it was disposed by the facility; therefore product inspection could not be performed. There is no indication that the device malfunctioned. The reported patient complication is noted in the dfu as an anticipated procedural complication to these types of procedures and as such, has been assigned as the root cause of this event.

Manufacturer narrative:
The lot number of the suspect device is unk; therefore, the MFR and exp dates cannot be determined. The device was disposed by the facility; therefore, a device eval cannot be performed.